Event description:
It was reported that a patient underwent a breast augmentation revision procedure with mentor memorygel breast implant gel breast prostheses when the left breast prosthesis ruptured post implantation. Rupture of the patient¿s left breast prosthesis was diagnosed via MRI. Additionally, the patient developed left breast capsular contracture (baker grade unknown) and right breast pain. As a result, the patient underwent bilateral explantation with no replacement breast prostheses. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2026-01699 for the report for the patient¿s left breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast prosthesis rupture and capsular contracture, right breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).